Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio then downloaded the electronic records from the device for review. Upon review of the electronic records from the event, physio verified the reported loss of power occurred. Additionally, it was observed that both of the batteries that were installed in the device at the time of the event were being used outside of their recommended service life. Physio also noted that the customer did not provide the original batteries (or other accessories) that were used during the event for testing. As a precaution, physio-control replaced the device's battery pins and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off and on twice during an event.  There were no reports of an adverse outcome as a result of the reported issue.  No further information was provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional details about both the patient and the event; however, no response has been received.